Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/malposition of essure device, uterus') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: yaz from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included body mass index normal and prolapsed cervical disc. Concomitant products included hydrocodone since (B)(6) 2017 for prolapsed cervical disc as well as gabapentin since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraine/headaches") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced abdominal pain ("right abdomen pain"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics and surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, female sexual dysfunction, dyspareunia, fatigue, alopecia, mood swings, vaginal infection, migraine, abdominal pain, vaginal discharge and weight decreased outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, uterine perforation, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- case becomes incident. Event injury was removed. New events perforation (uterus)/malposition of essure device uterus, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, mood swings, vaginal infection, migraine/headaches, right abdomen pain, vaginal discharge and weight loss were added. Implant date was updated. Explant date was added. Product indication was updated. Concomitant drugs, medical history and lab data were added. Patient's date of birth, weight and height were added. Reporter's information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.